Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the bearing cage of main half-height drawer 3.1 was broken and had damaged the retractor band. The drawer rails were also broken. The unit was powered off, and cubies were manually removed from both drawers. A replacement half-height drawer was installed, but it failed to power on. The module controller was replaced, and a new universal serial bus (usb) strain relief kit was added for the scanner. Cubies were reseated in both drawers. Hardware test application (hta) passed successfully. Pharmacy technician completed inventory of medication in both drawers. Proactive inspections process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not opening fully and could not be closed easily. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not opening fully and could not be closed easily. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.